Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing issue. The reporter claimed that the battery compartment was cracked/damaged and there was moisture in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Follow-up #1: date of submission 10/25/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/05/2016 with the following findings: during investigation, the battery compartment was cracked above and below the grip pad. A leak test was performed and failed due to a leak in the battery compartment. Evidence of moisture corrosion was found in the battery compartment, on the infrared board, and on the motor flex connector.